Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill reservoir test and no occlusion was found during filling.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the reservoir bottom came out after filling pulling the plunger back and insulin spilled everywhere. The blood glucose reading was not known. The reservoir will be replaced and returned for analysis.